Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the insertion tube and the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken distal end. There was no patient involvement.

Event description:
The device was returned to the service center with a report of blurry image. No patient involvement. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection at the service center, it was found that the distal end was broken and the scope was bent, resulting in a blurry image. The probable cause was due to the failure of the optical component.

Manufacturer narrative:
The supplemental report is being submitted to provide corrections to the following: b3 - updated to reflect the date of event reported by the customer for the not reportable malfunction b5 - updated to include the malfunction reported by the customer if additional information becomes available a supplemental report will be submitted. Olympus will continue to monitor field performance.